Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation of the liver. During the procedure, an "error 209; temp > 52degrees c." Displayed on the solero unit. The probe was withdrawn form the patient and set aside. A second probe was placed in order to complete the procedure, however, the "error 209" displayed again. The treating physician determined to complete the procedure using a different form of treatment. As the patient was sedated for greater than 30 minutes than expected for this procedure due to this event, there was potential patient safety risk. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
During the investigation of this event, it was noted the reported event was a duplication of angiodynamics' file (B)(4), which was reported on medwatch reference 1317056-2018-00215. In order to close this complaint file, this follow up report is being submitted. (B)(4).